Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. No part number reported, hence no 510k number can be provided.

Event description:
During a surgery on (B)(6) 2011 a patient was implanted with a tibia nail. A follow up x-ray revealed a non-union. On (B)(6) 2012 the patient had surgery to remove the hardware. The surgeon reamed the canal to increase blood flow to the bone and promote healing. The patient was then implanted with a larger diameter nail, end cap, and three screws. This is 4 of 5 reports for this event.